Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetes educator reported via phone call that the customer sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 112 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. During the sensor glucose versus blood glucose troubleshooting, diabetes educator was advised that the sensor glucose and blood glucose readings will be close but rarely match due to how glucose travels in the body. The customer's diabetes educator was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer's diabetes educator was advised to monitor and to call back if issue persist. The sensor will not be returned for analysis.